Manufacturer narrative:
A product sample was received for evaluation. The reported issue is not related to a previous repair by the manufacturer. Visual and functional testing were performed. Tamper seals were in tract. The device was cracked on both front corner of top case also cracked on right plunger case. Backup audible alarm post error was found in error history log review. Backup audible alarm post error was found at power up. The main board does not operate as intended with high profile blue token cap. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The root cause of the reported issue could not be determined from the evaluation. Actions/repairs were done to correct the reported issue: replaced main board and performed preventative maintenance and all functional testing.

Event description:
It was reported that back up audible alarm issue occurred and the main board was bad. No patient injury was reported.

Event description:
It was reported that back up audible alarm issue occurred and the main board was bad. No patient injury was reported.

Manufacturer narrative:
A product sample was received for evaluation. The reported issue is not related to a previous repair by the manufacturer. Visual and functional testing were performed. Tamper seals were in tract. The device was cracked on both front corner of top case also cracked on right plunger case. Backup audible alarm post error was found in error history log review. Backup audible alarm post error was found at power up. The main board does not operate as intended with high profile blue token cap. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The root cause of the reported issue could not be determined from the evaluation. Actions/repairs were done to correct the reported issue: replaced main board and performed preventative maintenance and all functional testing.